Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Do you have any photos of the damaged package? Was the protruded product caught in the seal? Was the outer case that the package arrived in damaged? Was the product seal still intact? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that a patient underwent an endocrinological procedure on (B)(6) 2016 and suture was used. During the procedure, it was found that the suture was not completely placed inside the package and protruded outside the package when package was opened. The suture was crimpy. There was no adverse patient consequences. Additional information has been requested.